Event description:
Patient reported obtaining a blood glucose result of 246 mg/dl on the compact plus system (meter, strip lot 20645441 with expiration date 02/28/2007) while at her physician's office. Patient indicated that, less than 5 minutes later, an additional sample was obtained which, when tested in a reference lab, measured 117 mg/dl. Patient noted that no treatment was received. No injury related to diabetes mellitus or use of device was reported. While on the line with technical support, patient's system was tested with quality control solutions. The level-two test was outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The compact test drum is the suspect device.